Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -7.5 diopter was implanted in the patient's eye on (B)(6) 2022. Refractive surprise was observed. Reportedly, "lens was implanted upside down". On (B)(6) 2023 the lens was explanted and torn. Subsequent implantation of new lens was initiated but reportedly, "lens got unsterile as it fell down on floor and the surgery has to be aborted". Problem not resolved. Work order search found no similar events. Patient injury not reported. D6: explant date (B)(6) 2023. H6: 4627-lens explanted. Claim#(B)(4).

Manufacturer narrative:
Additonal information: b5: reportedly, "patient is not coming and is happy with the vision bilaterally." Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date:03-may-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the optic broken and the haptic broken. Due to significant lens damage dimensional and functional inspections were not possible to be performed. Claim# (B)(4).

Manufacturer narrative:
Patient weight, ethnicity, and race: unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -7.5 diopter was implanted in the patient's eye on (B)(6) 2022. Refractive surprise was observed.